Manufacturer narrative:
Pending evaluation.

Event description:
As reported, this male patient has had multiple right shoulder surgeries in the past. This patient had an interspace placed on (B)(6) 2019 by dr. (B)(6), it is unclear whether exactech implants were removed at this time or something else. Following the interspace, the patient then had a full revision on (B)(6) 2019. Currently, according to surgeon, the (B)(6) y/o male patient came to his office after having a clunking sensation while raking leaves in the fall. The exact date of this event is unknown. Patient was still able to move his right arm, but surgeon recommended x-rays which showed something was off and the surgeon believed it was a disassociated liner. Revision surgery was scheduled and revealed this was the case. The surgeon then upped the size of the liner/tray from a +5 tray 2.5 constrained liner to a +10 tray +0 liner. Patient left the or doing fine and surgeon expects a good outcome. Devices will be returned to exactech once hospital releases them. X-rays will be sent once received.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition or is nosocomial in nature.